Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed; however, visual inspection of the returned backup battery (serial number: (B)(4)) revealed that pin 1 was bent, which could have contributed to the reported backup battery fault alarm. No log files were submitted for review. The bent backup battery pin prevented a proper connection from being made to a test system controller; therefore, the bent pin was straightened in order to perform functional testing. After straightening the bent pin, the battery was then functionally tested and found to operate as intended during analysis. The backup battery was installed in a test system controller and operated in a mock circulatory loop with no issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without issue. The root cause of the reported event could not be conclusively determined through this analysis; however, the bent backup battery pin could have contributed to the reported event. The device history records were reviewed for the system controller (serial number: (B)(4)) and for the emergency backup battery (serial number: (B)(4)) was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. The emergency backup battery (serial number: (B)(4)) was shipped with the system controller (serial number: (B)(4)). Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller alarmed for backup battery fault. The backup battery was replaced which resolved the alarm. The healthcare professional thought there may have been bent pins in the backup battery.